Event description:
The customer reported that the device shutdown after performing an op check. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device shutdown after performing an operational check. There was no patient involvement. The customer isolated the reported issue to the power module. The customer was sent a new ac power module. Replacing the power module resolved the reported issue.